Event description:
Around one month after implantation surgery the recipient developed fever and was feeling sick. They were tested for the flu but then recovered. On the (B)(6) 2020 the same symptoms occurred, sickness and high fever. The user was admitted to hospital and diagnosed with meningitis, then recovered and was released on the 15th march. The device has not been worn since being admitted to hospital. Due to the re-occurrence of meningitis, the user was explanted on the (B)(6) 2020. There are no plans for re-implantation.

Manufacturer narrative:
Conclusion: according to the information received, the recipient has a history of post-operative recurrent meningitis episodes. Congenital inner ear anomalies, such as the reported mondini dysplasia, bear an inherent risk of recurrent meningitis even without a history of otosurgery, due to a fistulous connection between the cerebrospinal fluid spaces and the middle ear. Further, the observed intraoperative cerebrospinal fluid leak represents a known risk factor for bacterial meningitis. However, a ci procedure in these cases might further increase the risk of ascending infection. Additionally, according to the information received, moderate ossification was observed both pre- and intra-operatively, however, full insertion was reported. Cochlear ossification occurs as a sequela of inflammation of the inner ear following meningitis and is progressive from the base to the apex, thus possibly explaining the slightly elevated impedances observed in the present case on some basal channels. The concerned device was explanted but is not available for investigation. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Around one month after implantation surgery the recipient developed fever and was feeling sick, was tested for the flu but then recovered. On the (B)(6) 2020 the same symptoms occurred, sickness and high fever. The user was admitted to hospital and diagnosed with meningitis, then recovered and was released on (B)(6). The device has not been worn since being admitted to hospital. Due to the re-occurrence of meningitis, the user was explanted on the (B)(6) 2020.